Manufacturer narrative:
Fowler. Service technician is ordering parts to complete repairs.

Event description:
It was reported by service report that the fowler and jacks were drifting. No pt involvement or adverse consequences are reported.